Event description:
Patient reported their front teeth no longer touch. It is a significant gap and it has changed the way they eat.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.